Event description:
A (B)(6) male pt underwent aaa repair with right approach. The pt anatomical form was not suitable for the endovascular repair since the length of proximal neck below left renal artery was 5mm, but the procedure was conducted at the pt's request. The procedure was performed as prescribed except the suprarenal stent was deployed before cannulation from the contralateral limb, and another manufacturer's iliac leg was used as contralateral (left) limb. Since the proximal neck below left renal artery was 5mm in length, the physician customized the main body as fenestrated stent graft to preserve the blood flow left renal artery. Confirmatory angiography confirmed occlusion of left renal artery. There has been no adverse effects reported.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.